Event description:
Rn found neonate tachycardic, tachypneic and decreased saturations. Both baby and isolette were very warm. Was set on servo control but was found on air control, attempt to change but alarmed 'probe malfunction.' Unable to change to servo control. Had to turn bed off to decrease neonate's temp from 101.9. After temp decreased, attempt to turn bed back on was unsuccessful.